Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) purge disc failed detection during set up for a new case. There was no patient involvement. The aic was replaced without issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email, d2 device name has been updated, d9 device return date has been added, f6 and f8 should have been left blank, h6 type of investigation code added.